Event description:
An alarm 2 indicating an occlusion issue was reported by the customer, who experienced high blood glucose levels greater than 500 mg/dl. The customer had not yet taken any corrective actions at the time of reporting. Technical support provided instructions to address the issue, including disconnecting tubing from the site, tightening the connection, and delivering boluses. Despite these attempts, the occlusion alarm recurred. Technical support advised using an empty cartridge and delivering a bolus to resolve the problem. Ultimately, technical support planned to send a replacement pump, and arrangements for its delivery were confirmed with the customer.